Event description:
Customer emailed saalt to explain that their iud came out while they were using the saalt cup. Saalt asked additional questions about the customer removal techniques, if their iud strings were cut short, how long they had been using the cup, how long their iud had been inserted, and if they had spoken with their doctor about using the iud and saalt cup together. Customer responded with the information we requested. She said that she had been using the cup for 6-9 months before her iud came out. She said their doctor had cut their iud strings as short as they could be, and that her doctor said she would be okay to wear the cup with her iud. She said that she always made sure to break the seal of her cup before she removed it because she knew the risk of iud expulsion instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."